Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
The event of no ipg communication was reported to abbott. The pc app displayed, ¿cannot connect to generator. The generator is not responding.¿ troubleshooting steps were attempted but issue persisted. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated surgical procedure wherein the patient's ipg was not placed into surgery mode. The ipg no longer connects to the patient's programmer. Troubleshooting was undertaken but was unsuccessful. The patient's programmer app displayed, ¿cannot connect to generator. The generator is not responding.¿ surgical intervention may take place at a later date to address the issue.